Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: the resolution 360 ultra clip was not returned. Therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that when the tech deployed the clip, they were able to close the handle; however, when they attempted to reopen the handle to release the clip from the catheter, the entire handle fell apart. The clip remained attached to the catheter with no way to release it. After vigorous jiggling of the catheter and manipulating the scope, they were eventually able to disengage the clip from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.